Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI (ui): (B)(4).

Event description:
During device replacement, the lead was noted to be oversensing for unknown reasons and was therefore capped. The patient was stable.